Event description:
It was reported that there was no right ventricular (rv) capture at the maximum output of the implantable cardioverter defibrillator and the (rv) pacing impedance was 2,800 ohms. Other measurements were normal and no signal noise was observed. The physician elected to abandon the rv lead and implant a new one; however, it was not possible to obtain axillary vein access and the patient was not tolerating the procedure well. It was decided to abandon the procedure and bring the patient back in a few weeks to re-attempt implant of a new rv lead via a cephalic approach.